Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13622, 3006705815-2022-13623. It was reported the patient was experiencing itching around the battery and lead incision sites due to a possible allergic reaction. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.